Event description:
A malfunction was reported on a pump while the caller was delivering a bolus. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance with resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to contact technical support if any malfunction code recurred.